Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/29/2016. (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the lot numbers for vcp772d used for this patient. What was the result of culture of chest infection site? What is the current condition of the child? Was any medical or surgical intervention performed on this patient?

Event description:
It was reported that the pediatric patient underwent ventricular septal defect repair with oval foramen on (B)(6) 2016 and suture was used to close subcutaneous. Following the procedure, the patient developed staphylococcus aureus infection, and is currently in hospital for treatment. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: please provide the lot numbers for vcp772d used for this patient. Vcp772d, kh2756. What was the result of culture of chest infection site? Staphylococcus aureus infection. What is the current condition of the child? Unknown. Was any medical or surgical intervention performed on this patient? Wound clean and re-sew the wound.